Event description:
Spontaneous call from patient. Pump is not running and shows a "load" error. Push rod stuck as well. Patient switched to back up pump. Replacement pump sent to patient. No ade reported. Serial number reported by: patient. Dose or amount: dates of use: (B)(6) 2018 to current.